Manufacturer narrative:
Manufactures investigation conclusion: the reported no external power events while connected to the mobile power unit were confirmed via the submitted log file. The submitted log file contained events spanning approximately 11 days of data (29jan2022 ¿ 09feb2022 per the timestamp). The log file captured five loss of power events while using the mpu that occurred on (B)(6) 2022, on (B)(6) 2022, then on (B)(6) 2022, and then on (B)(6) 2022. The backup battery provided support to the system controller and maintained the pump speed above the low-speed limit while external power was lost. The alarms were resolved when the rsoc and bus voltage were restored to their expected voltage thresholds, and external power was restored to the mobile power unit. The mobile power unit (mpu) was not returned for analysis. Multiple requests were made to obtain additional information (including a request for the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if the power cord came loose from the wall or the back of the unit, or if any environmental circumstances would have affected ac power at the time of the events, and the exchange/return device status); however, no response was given. The mobile power unit (serial #: mpu-unknown) was not returned for analysis. As a result, the complaint file will be closed with no further action. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 patient handbook section 5 inches alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the customer submitted log files for evaluation concerning no external power alarms and multiple low voltage alarms. Log file submitted revealed a few no external power events in which the emergency backup battery (ebb) was used to support the system during these events. The events occurred while the patient was connected to the mobile power unit (mpu). Additional information requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.